Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4).g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent teavr for taa by right approach. The procedure was planned as below. Plan: placing zta-p-40-217-w1 first in the proximal side, then zta-d-42-204-w1 in the distal side in zone 4 just above the sma. The user encountered a difficulty in advancing the delivery system of zta-p-40-217-w1 due to severe calcification in the access route, but he could advance it successfully after balloon dilation with a 9mm pta balloon, then placed the stent graft. (B)(4). The delivery system of zta-d-42-204-w1 could be advanced without any resistance to the target site because it was advanced after delivery of the first device and balloon dilation. The user deployed the stent graft with a 6-stent overlap with the proximal stent graft, but the bare stent was still inside the bottom cap and would not be deployed although he pulled the black gripper to the end until the release window turned green. The user advanced and withdrew the flexor sheath to make it deploy, but nothing changed. He pulled the whole delivery system (inner cannula) next, but because the position of the bare stent was pulled distally, it was pushed back to the previous position. Then, he tried several things like dismantling the cap on the handle end and removing the trigger wires completely from the delivery system. After that, he advanced the inner cannula, then the bare stent became slightly exposed. Therefore, he pulled the sheath again, then the bare stent came out from the bottom cap and gradually deployed taking about 10 seconds. The distal stent graft could be placed in the target site eventually though the positioning just above the sma was difficult. (B)(4) type ia endoleak from zta-p-40-217-w1 was confirmed, but it was resolved with placing zta-de-42-94-w1 additionally, and the procedure was completed. There have been no adverse effects to the patient reported. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: this complaint focus is on an (B)(6)-year-old male patient who underwent tevar for taa by right approach. Zta-p-40-217-w1 was placed proximally and then zta-d-42-204-w1 distally zone 4 just above the sma. Type ia endoleak from zta-p-40-217-w1 was noted. The endoleak was resolved by placing zta-de-42-94-w1. The cause of the reported endoleak cannot be determined as no imaging or information related to patient anatomy was provided. It would therefore be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us. No evidence to suggest product was not manufactured to specifications. Cook medical will reopen its investigation if further information is received. Cook medical will continue to monitor for similar events.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.